Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: the reported complaint is pump problem. No patient harm has been reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for pneumatic valve leak failure (valve 3). Log files indicate pneumatic valve leak failure (valve 3)/common to ipc leak failure. Performed recharge/hardware tests and unit failed for valve 3 and 4 leak errors. Installed engineering pneumatic assembly and unit passed recharge/hardware tests. Pneumatic manifold assembly will be removed and replaced due to valve 3 and valve 4 leak errors and pressure pcba sensor failures. No other damage found.